Manufacturer narrative:
Block d4: we are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
Note: this report pertains to the first of two suture cinches used in the same procedure. It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The procedure was completed when the cinch was manually deployed. The procedure was delayed by approximately 15 minutes. There was no patient complications reported as a result of this event.